Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient has pain in the lower back and stomach area and the patient is not sure if the device causing the pain. The patient cannot stand long. The pain in the legs and hip is gone but the patient still has pain in the lower back area which is causing the patient concern. The patient¿s body is different, and nothing feels normal. The patient had a steroid injection to assist with the pain on the l3-l5 and s area. The patient was redirected to their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when the patient went in for a lead revision surgery and (see regulatory report # 3004209178-2018-09392 for reason for revision) they were planning to have the surgery done in one day and come home the same day like before, but they were in so much pain that they ended up keeping them there for like four days. It was reported that they told the patient it might be from the surgery. The rep stated that they kept saying it was a major surgery on their hip. The patient stated that in their mind they did not look at it that way. They stated for sure they know it helps some, but the patient wondered if the pain that they were feeling was just from the incision. The patient was redirected to follow-up with their healthcare provider (hcp). It was reported that the patient had been in so much pain since the patient¿s revision surgery on (B)(6) 2018 that they kept them at the hospital for ¿like four days¿. The patient still has pain. No further complications were reported/anticipated. See regulatory report # 3004209178-2018-09392 for reason for revision event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2018-12-13. It was reported the pain the patient had in the hospital following the lead revision surgery was unbelievable. They have pain in their abdominal area. It hurts just to touch the skin. Also, the reps were still trying to find the correct program to address the pain in the lumbar area. It will be a year in (B)(6) 2019 since the device was placed. They were hoping a program could be found. They were tired of being in pain. The patient was going to give the device a couple more months and then ask their pain management doctor about having the device removed. The patient recently started wearing a fentanyl patch and they were hoping it would address some of their pain. No further complications were reported/anticipated.